Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the cable of the device was stripped was confirmed. It was found that the cable sheath was cut, the keyboard resistance value was out of tolerance limits. And that the motor was corroded. The motor, the motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. The physical damage to the cable is a result of user mishandling of the device by the user. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. However, given the information provided, we cannot discern a definitive root cause of the defective keypad of the hand control set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/05/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that the cable on the micro tornado hp w handcontrol the device was stripped. During in-house engineering evaluation, it was determined that the motor on the device was corroded. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.